Manufacturer narrative:
H6 - a lens work order search was performed. One similar complaint was found. Investigation for claim#: (B)(4) found no indication that manufacturing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -07.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as patient related factor.